Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. No troubleshooting was performed, issue occurred in the past. There was no impact to the customer's blood glucose level.